Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No motor error alarm during testing noted and the motor passed motor test. However, the insulin pump was received with cracked battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 128 mg/dl. The customer did mention having had blood glucose level of over 500mg/dl. The customer states they treated with bolus, and did not want to troubleshoot the high. The customer was assisted with troubleshoot for motor error. The customer was advised the pump passed the displacement test and was able to rewind with no motor error alarm. The customer did not feel comfortable with pump. The customer was advised the pump would be replaced and returned for analysis.